Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device had the spring tip bent and stretched. The guidewire body was found kinked approximately 96 inches from the proximal end. No more visual defects were found in the device. Dimensional inspection was performed for the tip, middle section, and proximal section outer diameters, and the outer diameters were found to be within specification.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25mm rotapro and a rotawire were selected for an atherectomy procedure in the left anterior descending artery (lad). During the procedure, difficulty occurred introducing the guidewire into the burr. Upon removal, the burr catheter became stuck on the guidewire. The catheter and the guidewire were removed together as one system from the patient. The burr was disconnected from the advancer and it was noted that the shaft of the rotapro was twisted. The procedure was completed with another burr and guidewire. There were no patient complications reported.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 1.25mm rotapro and a rotawire were selected for an atherectomy procedure in the left anterior descending artery (lad). During the procedure, difficulty occurred introducing the guidewire into the burr. Upon removal, the burr catheter became stuck on the guidewire. The catheter and the guidewire were removed together as one system from the patient. The burr was disconnected from the advancer and it was noted that the shaft of the rotapro was twisted. The procedure was completed with another burr and guidewire. There were no patient complications reported.